Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Device arrived with the flipdoors. Damaged buttons on the upper enclosure. Lcd screen was scratched. Wo item matches with serial label. Unit was cleaned and disinfected. The blower was preserved. The device was remediated and corrected. If any additional information is received, a follow up report will be filed.